Manufacturer narrative:
The device is currently being returned to the resmed design house for an investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while a patient was being moved, an astral device displayed a low battery alarm and would not charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was sent to resmed for an extensive engineering investigation. Analysis of the data logs and performance testing confirmed the reported failure. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed ref # (B)(4).